Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The reservoir ring is fractured. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings:pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the b4, which is not marketed in the united states. However, the device is similar to the b4, which is marketed in the united states